Event description:
A customer reported via phone call indicating that their insulin pump stuck in the "preparing to prime loop" and the customer could not rewind the device. The patient's blood glucose level was 531 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with turning the lock mode off their insulin pump which caused the insulin pump to freeze on the "preparing to prime" screen. The customer was advised to monitor the insulin pump for any further issue. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.